Manufacturer narrative:
Catheter.

Event description:
It was reported that the catheter fractured. The distal end of the catheter broke off in the intrathecal space. Per the reporter, the catheter must have broken off between implant in 2004 and revision date. A new catheter was placed distally. No patient symptoms were reported. The patient outcome was reported as "doing fine". The type of medication, concentration, and daily dose being administered via the pump were not reported.